Event description:
An endeavor sprint rx drug-eluting coronary stent system, length 18mm, diameter 2.5mm, was intended to treat a lesion in a pt. It was reported that the stent dislodged from the delivery system in the pt. The target lesion in the first obtuse marginal exhibited 90% stenosis with moderate tortuosity and severe calcification. The lesion was pre-dilated 3 times. It was reported that the stent slipped from the delivery system during attempts to pass through the target lesion. Attempts to retrieve the stent were unsuccessful. A balloon was used to crush the dislodged stent to the vessel wall. Pt was stable post procedure and no clinical sequelae have been reported. The stent delivery system is not available for evaluation. Procedural images were provided for review. The procedural images confirmed the vessel and lesion morphology to be as reported. There were no images of the attempted advancement or retraction of the endeavor sprint rx stent, however; the dislodged stent was evident in the vessel. There were images of the attempted capture of the dislodged stent with a balloon but there were no images of the stent d to the vessel wall.

Manufacturer narrative:
(B) (4) - secondary intervention - dislodged stent crushed to vessel wall. (B) (4). Cd evaluation; dislodgement; 90% stenosis, moderate tortuosity, severe calcification. Conclusions: 90% stenosis, moderate tortuosity, severe calcification.